Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints. All information was investigated and the reported positioning failure in this complaint appears to be related to patient morphology/pathology and due to an anatomical discontinuity at indentation between posterior 2 and posterior 1 (p2 and p1). The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage,surgical intervention, and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation with a grade of 4. It was noted posterior leaflet had an anatomical discontinuity at indentation between p2 and p1. The clip delivery system (cds) was advanced to the mitral valve; however, the clip could not grasp the leaflets. The cds was removed with the clip attached. The posterior leaflet had a change in shape after attempts to grasp. Therefore, the procedure was aborted, and the patient remained hospitalized to undergo surgery. No clips were implanted, and mr was 4. The patient underwent mitral valve repair. There was no clinically significant delay in the procedure. No additional information was provided.